Manufacturer narrative:
Report received from (B)(6) stating that during service of the device, it had damaged bearings. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. The date of the event is unk. There was no additional info provided. (B)(4).

Event description:
Report received from (B)(6) stating that "the angle part heats to 110f after 1 minute rotation." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.